Manufacturer narrative:
(B)(4). D10: cat# 010000897 lot# 6897689 g7 10 deg e1 liner 36mm f. Cat# 11-363662 lot# 65777432 36mm cocr mod hd std. Cat# 31-323230 lot# 66103718 3.2mmx30mm rnglc+ acet drl bit. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 2 years later due to acetabular loosening. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: acetabular cup loosening, malalignment, protrusio and superior acetabular cup polyethylene wear. A definitive root cause cannot be determined. Based on the mmi report, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.